Event description:
Call from central monitoring to change batteries. Batteries changed. There was shortly another call to change batteries due to no signal in central monitoring. Unit was hot to the touch. When battery compartment was opened, batteries were starting to melt and a small spark was present. Unit removed from patient.